Manufacturer narrative:
Final product manufacture and qc record for cov3090005. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3090005 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the test kit, so this is an out of box issue. When the customer performed the test correctly, the red line appeared next to the "t-line", nothing appeared next to the "c-line". Customer performed the test correctly with 4 drops of the buffer solution and waited the 15 minutes. The customer cannot send any pictures of the test cassette. I advised the customer that I will be forwarding the information to the complaint team for review. Customer will await an email back from acon labs.